Event description:
The doctor reported that he placed a tls drain in the pt for post-operative drainage following a ceasarean section. The doctor stated that upon removing the catheter, the catheter broke. The doctor stated that he believes that approx two inches of the catheter remained in the pt.

Manufacturer narrative:
Lot number info was not received, therefore, an investigation of the specific lot could not be performed. We have not had an incident of this type reported to us prior to this incident. A copy of the current tls & tls max-glide facial drainage sys instruction sheet is enclosed.